Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Radiographs were provided and were assessed and were not sent for radiologist review as the image is undated and cannot correlate to event medical records were provided and reviewed by a health care professional. The review identified that the patient had had two previous dislocations treated with closed reduction (reported under MDR report numbers 3002806535-2023-00395, 3002806535-2023-00396, 3002806535-2023-00397 and 3002806535-2023-00398). However, whilst the patient hadn¿t had a further dislocation in over a year, the patient was revised as they had lost confidence in the stability of their hip. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately four years after initial implantation due to multiple dislocations. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - medical device: biolox delta cer lnr 36mm e; item# 110003634; lot# 3205424. G2 - foreign: australia . Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00393. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.